Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2021. A review of the device history record confirmed the lot passed finished goods release criteria. Although retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure, returned cartridge testing did not meet the criterion for suppressed results. A previously identified unrelated deficiency is being investigated in quality record (qr) 791655 for the suppressed results. Additionally, lot h21080 has an unrelated deficiency for ica points outside total allowable error (ea) in whole blood (wb) and as well as an unrelated deficiency for ica star-outs which is being investigated in qr 780359. Qr-787319 is also investigating a previous deficiency.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium results on a (B)(6) year old female patient with heart failure. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.